Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported vancomycin infused faster than expected, and was thought to be set up as a secondary infusion. No patient harm was reported.

Manufacturer narrative:
No product will be returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The internal hospital investigation determined there was an error in the settings programmed by the nurse that led to the event. There was no fault of equipment, tubing, or IV supply.